Event description:
History of present illness; pt was having today a heparin flush of the port at 1240 and then she had abdominal itching right away. Pt was admitted to ER at 13:00 pm. No rash noted. Began to feel some heaviness in the chest and some shortness of breath and she has a tight hacking cough, no cyanosis. Pt denies any headaches, blurry vision, abdominal pin, nausea, vomiting or diarrhea, no extremity pain, symptoms as mentioned above. Pt was treated with one benadryl 50 mg po, prednisone 60 mg po, and xopenex nebulizer 1.25 mg once. Responsed well. Discharged from ER about 5:00 pm same day. Dates of use: 4 days, 2008. Diagnosis or reason for use: heparin flush.